Event description:
It was reported that during a post-implant check, the left ventricular (lv) lead was noted to be pulled back due to patient non-compliance. Fluoroscopy confirmed the lv lead dislodgement. The lv lead was explanted and replaced. There were no patient consequences.